Event description:
It was reported by the user facility that the patient came in for an additional extraction using the core impaction drill, presented with pain and an infection was found. The tissue was cut and the socket was drained and irrigated with saline. The soft issue was stitched together with a 4.0 suture. A 4x4cm gauze pack was placed for heme control. The patient was prescribed 28 tablets, 500mg of flagyl to take 1 tablet every 6 hours. Also prescribed was 20 tablets, 7.5/325mg of norco to take every 4-6 hours as needed for the pain.

Event description:
It was reported by the user facility that the patient came in for an additional extraction using the core impaction drill, presented with pain and an infection was found. The tissue was cut and the socket was drained and irrigated with saline. The soft issue was stitched together with a 4.0 suture. A 4x4cm gauze pack was placed for heme control. The patient was prescribed 28 tablets, 500mg of flagyl to take 1 tablet every 6 hours. Also prescribed was 20 tablets, 7.5/325mg of norco to take every 4-6 hours as needed for the pain.